Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. No further information was provided. The customer declined follow up from tandem technical support. There was no reported adverse impacts to the customer's blood glucose.